Event description:
Pt was tested at 11:00 am and the result was 135 mg/dl. At 12pm the nurse found the pt lethargic and called 911. At 12:30 pm with the assure 3 meter and the results was 133 mg/dl. When paramedics arrived at approx 12:45 pm and tested. Result was 33 mg/dl.